Event description:
International affiliate reports that the posterior section of a leopard cage broke while being impacted into position during spinal surgery. A portion of the cage could not be retrieved and remains in the patient. The surgical procedure was delayed by approximately ten minutes as a result of the difficulty. As a section of the broken cage remains in the patient, an MDR is being filed to document this event.

Manufacturer narrative:
No conclusions can be made at this time. The most likely cause of the event is excessive force placed upon the cage during insertion of failure to properly clear the disc space prior to cage insertion. A follow up report will be filed if examination of the returned cage reveals something other than that which is stated above.